Manufacturer narrative:
Return of the tracheostomy tube for failure investigation was requested.

Event description:
The customer reported that the cuff was "porus" and the surface was "breaking up." A non-routine replacement of the tube was required.